Manufacturer narrative:
The reported event was confirmed through a review of the log files.

Event description:
It was reported that during a surgical procedure conducted at the user facility the software had a fatal error, which led to the abortion of navigation. The procedure was completed successfully without the use of navigation, delays, impact to the patient, medical intervention, or adverse consequences.